Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the faulty slave cable for one for the arctic sun machines (B)(6) cable, temperature out, philips, assembly, rohs which has the black bottom on the housing. Per review of wo on 28jan2025, there was no patient involvement.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. The faulty slave cable for one for the arctic sun machines (B)(6) cable, temperature out, philips, assembly, rohs which has the black bottom on the housing. Per review of wo on 28jan2025, there was no patient involvement. Sales representative was going to order new cable and send to customer. A DHR review is not required as the temperature cable identification number is unknown. The latest labeling revision was reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the faulty slave cable for one for the arctic sun machines (B)(6) cable, temperature out, philips, assembly, rohs which has the black bottom on the housing. Per review of wo on 28jan2025, there was no patient involvement. Sales representative was going to order new cable and send to customer.